Event description:
It was reported that the right and left ventricular lead exhibited a lack of lead slack. The leads were explanted and successfully replaced. The implantable cardioverter defibrillator set screw displayed a loose connection and could not be engaged. The generator was also replaced. The patient was stable and asymptomatic.